Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. The target lesion was located in the heavily calcified left circumflex (lcx) artery. The physician selected a 8 x 2.50 promus premier stent for use. During advancement of the stent through the heavily calcified lesion, the distal shaft broke. The device was removed and the procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was stable.